Event description:
Patient presented with a clot located in the m1 area of the left internal carotid artery (l-ica) and left middle cerebral artery (l-mca). Physician made one pass with merci retriever v 3.0 soft and one pass with merci retriever v 2.5 firm for the occlusion. Patient had a thrombolysis in cerebral infarction (tici) score of 2b after procedure. A post operative computed tomography (CT) scan revealed a minor subarachnoid hemorrhage (sah) at the left sylvian fissure and hemorrhagic infarction at the frontal lobe. The patient expired the following day. Tissue plasminogen activator (t-pa) was not administered and medical intervention was not performed. The physician stated that the patient's outcome is related to acute cerebral swelling due to the progress of ischemic stroke and not related to the hemorrhagic infarction. Physician also stated that since no cerebral decompression was performed, the patient experienced early death. The causal relation between merci retrievers and the sah and death is unknown.

Event description:
Patient presented with a clot located in the m1 area of the left internal carotid artery (l-ica) and left middle cerebral artery (l-mca). Physician made one pass with merci retriever v 3.0 soft and one pass with merci retriever v 2.5 firm for the occlusion. Patient had a thrombolysis in cerebral infarction (tici) score of 2b after procedure. A post operative computed tomography (CT) scan revealed a minor subarachnoid hemorrhage (sah) at the left sylvian fissure and hemorrhagic infarction at the frontal lobe. The patient expired the following day. Tissue plasminogen activator (t-pa) was not administered and medical intervention was not performed. The physician stated that the patient's outcome is related to acute cerebral swelling due to the progress of ischemic stroke and not related to the hemorrhagic infarction. Physician also stated that since no cerebral decompression was performed, the patient experienced early death. The causal relation between merci retrievers and the sah and death is unknown.

Manufacturer narrative:
Conclusion code: anticipated procedural complications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage and subsequent death are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Device not returned to manufacturer.